Manufacturer narrative:
Pump received with detached end cap noted. Unable to perform displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's case was cracked. The customer¿s blood glucose level was 97 mg/dl. The device will be returned for analysis.